Event description:
It was reported that electrode zero was fluctuating between low and high impedance. No known environmental or external factors were identified as contributing to the issue. Diagnostics included replacing the extension, which did not resolve the problem, and testing the lead, which showed the same impedance fluctuation. The patient was reprogrammed to another contact with normal impedance, resolving the issue. Surgical intervention occurred, and no further information is available from the healthcare professional. Additional information was received from the manufacturer representative indicating that the patient's ipg's were replaced due to normal end of service.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type extension product ID 3389s-40 lot# va0e6gd implanted: (B)(6) 2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 26-feb-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 24-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.